Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 11:43 for a high blood glucose level of 400 mg/dl and over. The customer stated that there were no significant events that could have led to the issue other than the customer was running out of insulin. The customer will call back later to trouble shoot the insulin pump. No further info was provided.